Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random after the past few weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: a review of the total daily dose history showed that power events had occurred. The pump battery compartment and cap were found to be intact with no cracks or corrosion noted. The battery cap was found to fully tighten to the pump. The pump was exercised for 24 hours without power loss. The battery cap was examined and was found to be within specifications. The pump was opened and no damage or defects were found to the power circuits. The reported power issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.